Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/ uterus perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding") and infection ("infection nos"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, depression, vaginal haemorrhage and infection outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia and menorrhagia had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, metrorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, perforation : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, specify : yes result : unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, depression, infection nos & device monitoring procedure not performed was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation") and uterine perforation ("migration/ uterus perforation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient undergo an essure confirmation test"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding") and infection ("infection nos"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, intermenstrual bleeding and heavy menstrual bleeding had resolved. The outcomes for fallopian tube perforation, uterine perforation, depression, vaginal haemorrhage and infection were unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, infection, intermenstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: received treatment for pain, bleeding, perforation : yes. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): essure confirmation test(s) conducted, specify: yes result: unknown, quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("fallopian tubes perforation") and uterine perforation ("migration/ uterus perforation") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient undergo an essure confirmation test"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("vaginal bleeding") and infection ("infection nos"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (hysterectomy (full)). At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, intermenstrual bleeding and heavy menstrual bleeding had resolved. The outcomes for fallopian tube perforation, uterine perforation, depression, vaginal haemorrhage and infection were unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, infection, intermenstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: received treatment for pain, bleeding, perforation : yes. Date(s) of insertion: (B)(6) 2011 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] (date unknown): essure confirmation test(s) conducted, specify : yes result : unknown quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic female pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chest pain, shortness of breath, asthma, anemia, previous caesarean section, vaginitis, vaginal odor, parity 3, multi gravida, dysmenorrhea and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("depression") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic with essure implant removal). At the time of the report, the dysmenorrhoea, abdominal pain, intermenstrual bleeding and heavy menstrual bleeding had resolved. The outcomes for pelvic pain, depression and vaginal haemorrhage were unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: received treatment for pain, bleeding, perforation : yes. Right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes. There is no intraperitoneal contrast identified bilaterally. Impression: 1. Bilateral blocked fallopian tubes consistent with proper essure placement. [Imaging procedure] (date unknown): essure confirmation test(s) conducted, specify : yes result : unknown [pathology test] on (B)(6) 2018: gross description: the specimen labeled with the patient's name and medical record number is designated 'left tube and essure implant. A metallic mesh wire is grossly appreciated on one end of the fragment measuring approximately 7.5 cm in length and no greater than 0.1 cm in diameter. The specimen labeled with the patient's name and medical record number is designated 'right tube and essure implant'. Also accompanied in the same container is a metallic mesh wire measuring 17.5 cm in length and no greater than 0.1 cm in diameter there is also a metallic spring-like wire mesh measuring 2.7 cm in length and up proximal to 0.3 cm in diameter [pregnancy test urine] on (B)(6) 2011: negative. [Ultrasound abdomen] on (B)(6) 2018: endometrial thickening. This may be related to menstrual cycle. Please correlate clinically. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records...embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and surgical pathology reports were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic female pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chest pain, shortness of breath, asthma, anemia, previous caesarean section, vaginitis, vaginal odor, parity 3, multi gravida, dysmenorrhea and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), depression ("depression") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic with essure implant removal). At the time of the report, the dysmenorrhoea, abdominal pain, intermenstrual bleeding and heavy menstrual bleeding had resolved. The outcomes for pelvic pain, depression and vaginal haemorrhage were unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: received treatment for pain, bleeding, perforation : yes. Right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes. There is no intraperitoneal contrast identified bilaterally. Impression: 1. Bilateral blocked fallopian tubes consistent with proper essure placement. [Imaging procedure] (date unknown): essure confirmation test(s) conducted, specify : yes. Result : unknown. [Pathology test] on (B)(6) 2018: gross description: the specimen labeled with the patient's name and medical record number is designated 'left tube and essure implant. A metallic mesh wire is grossly appreciated on one end of the fragment measuring approximately 7.5 cm in length and no greater than 0.1 cm in diameter. The specimen labeled with the patient's name and medical record number is designated 'right tube and essure implant.' Also accompanied in the same container is a metallic mesh wire measuring 17.5 cm in length and no greater than 0.1 cm in diameter there is also a metallic spring-like wire mesh measuring 2.7 cm in length and up proximal to 0.3 cm in diameter. [Pregnancy test urine] on (B)(6) 2011: negative. [Ultrasound abdomen] on (B)(6) 2018: endometrial thickening. This may be related to menstrual cycle. Please correlate clinically. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records...embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), uterine perforation ('migration/ uterus perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, metrorrhagia and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: received treatment for pain, bleeding, perforation: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted, specify: yes. Result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury were updated dysmenorrhea (cramping), pelvic pain/chronic, abdominal pain, metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration/ uterus perforation, fallopian tubes perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.